Manufacturer narrative:
The reported lot number 08714729516613 does not match with the reported upn. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a lithoclast ultrasound probe was used during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, an ultrasound probe was used and it overheated and broke in half. Reportedly, there were no broken fragments that fell inside the patient and the patient was not burned due to overheating. The procedure was successfully completed using another lithoclast ultrasound probe. There was no serious injury or adverse effect to the patient as a result of the event.